Manufacturer narrative:
Received 1 used cut silicone catheter with the original unit labeling. The visual inspection noted a ridge on the balloon and that shaft is cut. Further inspection noted that there a cut distal in the shaft to 5 1/8¿ (5.125¿) of the silicone catheter tip. No others defects were observed. The reported event was confirmed as cause unknown. The functional evaluation could not be performed due to poor sample condition. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "the following instructions are indicated to deflate catheter balloon: proceed with catheterization in usual manner. To inflate catheter, simply insert tip of water-filled syringe gently into valve (do not overpenetrate) and depress plunger. Instill entire amount of sterile water (10cc). To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter balloon was difficult to deflate. As a result, the catheter lumen was cut and the balloon folded over on itself. The catheter was able to be removed after the lumen was cut, and the patient allegedly experienced self-limited bleeding. No medical intervention was required and no patient injury was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter balloon was difficult to deflate. As a result, the catheter lumen was cut and the balloon folded over on itself. The catheter was able to be removed after the lumen was cut, and the patient allegedly experienced self-limited bleeding. No medical intervention was required and no patient injury was reported.